Event description:
It was reported that the customer experienced low blood glucose levels, and fell while getting out of bed. The customer stated that she had to be treated by the paramedics as her blood glucose was 30 mg/dl. Troubleshooting was performed, and the time and date were not programmed correctly. Assisted with the correct programming. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.